Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's infusion set site came out over night. The customer experienced diabetic ketoacidosis (dka) and was hospitalized. Multiple attempts were made by tandem's technical support to obtain additional information (including infusion set); however, no additional information was provided.